Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review, indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Investigation on microbial detection: olympus medical systems corp. (Omsc) could not confirm, relation between the event and the device, since the details are unknown. Investigation of peeling of the coating on the insertion tube: the exact cause of this event could not be conclusively determined. Omsc surmised, that the reported phenomenon occurred, due to the following causes. - physical stress by rubbing or hitting the insertion section etc. - chemical stress, due to deviation from reprocessing manual of the subject device. - improper storage environment: such as in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays and/or ultraviolet-rays.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for fungus. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report. The event date was unknown.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the coating of the insertion tube of the subject device had been partially peeled off. A supplemental report will be submitted, if additional or significant information becomes available at a later time.